Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, increased pacing threshold, loss of capture, and intermittent sensing were noted on the right atrial (ra) lead due to lead dislodgement. No intervention was performed, and the ra lead will continue to be monitored. The patient was stable following this event with no adverse health consequences.